Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 15may2025 was reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 01:27:25 to 01:27:47 and from 01:42:59 to 03:51:45 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller emergency backup battery supported the system during the losses of external power. The log file also captured atypical low voltage advisory alarms were also captured on the timestamp of (B)(6) 2000 from 00:37:28 to 00:37:32 due to a loss of external power while the system controller¿s white power lead was connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller¿s black power lead was connected to a charged 14v battery, which supported the system during this alarm. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became disconnected from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was removed from service; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the emergency department for chest pain, shortness of breath, lethargy, and left ventricular assist device (lvad) malfunction. Per emergency medical services (ems) the patient was not connected to any power supply but the patient was reconnected upon arrival. The site noted that the patient was confused and was 2/2 for encephalopathy. Log files were submitted for review and revealed that the pump had stopped caused by a total loss of power to the system. This also resulted in the system controller's clock to stop operating. As a result, log files were unable to determine the length of time the pump was off. Once power was restored the pump returned to operating at the set speed. The clock was reset on (B)(6) 2025 at 12:52:00. No equipment was exchanged and no treatment was performed. The patient was noted to be totally fine as of (B)(6) 2025. Further review of the log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 01:27:25 to 01:27:47 and from 01:42:59 to 03:51:45 due to losses of external power while connected to the mobile power unit (mpu). The log file also captured an atypical low voltage advisory alarm on the timestamp of (B)(6)2000 from 00:37:28 to 00:37:32 due to a loss of external power while the system controller¿s white power lead was connected to the mpu. The system was supported by the 14v battery that was connected to the system controller's black power lead.